Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that signal loss over one hour occurred. The patient experienced signal loss. On (B)(6) 2024, the patient was home when her dexcom app and tandem pump had an error message ¿signal loss wait up to 30 mins¿ but the patient tried for 3 hours to call to get it fixed. She then just requested a callback, but she was having issues with the login server. At that point the cgm (continuous glucose monitor) was still in signal loss and no cgm values, before she went to bed, she took a bg (blood glucose) reading which was 96 mg/dl and changed her pump did to manual mode because of the signal loss. At some point the patient experienced seizures so her husband woke up and treated the patient with a shot of glucagon emergency kit. After the treatment, the patient recovered and was not taken to the hospital. At that time tandem pump and dexcom cgm were still showing signal loss. At the time of the report the patient was recovered and stable. Data was provided for investigation. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 5/26/2024. It was reported that signal loss over one hour occurred. The patient experienced signal loss. On 4/30/2024, the patient was home when her dexcom app and tandem pump had an error message ¿signal loss wait up to 30 mins¿ but the patient tried for 3 hours to call to get it fixed. She then just requested a callback, but she was having issues with the login server. At that point the cgm (continuous glucose monitor) was still in signal loss and no cgm values, before she went to bed, she took a bg (blood glucose) reading which was 96 mg/dl and changed her pump did to manual mode because of the signal loss. At some point the patient experienced seizures so her husband woke up and treated the patient with a shot of glucagon emergency kit. After the treatment, the patient recovered and was not taken to the hospital. At that time tandem pump and dexcom cgm were still showing signal loss. At the time of the report the patient was recovered and stable. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.